Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device transmission revealed atrial oversensing. Noise reversion episodes were triggered by the atrial channel. Review of the egms showed episodes of noise. Programming changes were not made. The noise episodes were not seen after the event and could possibly have been due to lifting boxes during that time. The patient was fine after the event.